Event description:
Additional information received and stated the patient showed progressive worsening of limb ischemia over a 24¿48 hour period, ultimately requiring amputation.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Papillary muscle rupture/ inflammation/ organ failure: the root cause of the injury was unable to be determined due to insufficient clinical details. Sepsis/ ischemia/ cardiac arrest: the root cause of the injury was unable to be determined due to insufficient clinical details. Hemolysis: log reviewed, many suction alarms observed during impella support, no mc spike observed, no positioning issue or placement signal trend seen. The root cause of the hemolysis issue cannot be determined since the product not returned for investigation and insufficient clinical data provided. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced sudden cardiac arrest with papillary muscle rupture, shock with metabolic acidosis, hyperemia, right upper extremity ischemia, multi organ failure, and hemolysis. The impella was repositioned without resolution, and the patient ultimately expired.